Event description:
It was reported the pt experienced a headache the day after undergoing a trial procedure. The pt is reported to also develop headaches after epidural injections. No add'l info is known at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.